Manufacturer narrative:
The complaint mr290 chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that water was leaking from an mr290 humidification chamber and that they thought that the feedset tube was cut. This was found prior to patient use.